Event description:
Pt in operating room having lvad placed. Implella device would not hold pump pressure high enough. Should run between 350-600. Pressure would not go higher than 200. No harm came to pt and there was no bad outcome.